Event description:
It was reported that the rover was smoking. The account could not confirm if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was evaluated by a field service technician and the smoking complaint could not be confirmed. The device passed all function tests.